Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6, h3, h4, g2, b5, e2, e3. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The malfunction was unable to be reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the reportable malfunction of b30 error (communication error) was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The malfunction occurred before a diagnostic colonoscopy procedure, which was completed in another room.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had an error code of e216 and b30 on every scope connected on the tower. It is unknown when the issue was found. There were no reports of patient injury or harm.